Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) alarm occurred on a home choice (hc) device during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or adverse event associated with this report. No additional information is available.